Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was giving incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: z.s.g.m. Cutter 2:1 ratio caution: sharp/ pn 00770302000/ ln 63037211/ sn (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ pn 00770301500/ ln 63733141/ sn (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the unit was giving and incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report for serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eighteen times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing incomplete mesh and the roller and gear were replaced. The device history record (DHR) serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR a review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report for serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing incomplete mesh and the cutter was deemed non-repairable. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the comb and roller gear were damaged. It was also noted that the device was out of calibration. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged comb and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the both cutters failed to produce a passing sample mesh. The comb and roller gear were also damaged. The root cause of the incomplete meshes was due to the damaged cutters, comb and gear. The combination of the damaged comb and gear would make it so that the mesh could not feed through the device properly. The damaged cutter would not cut the mesh correctly debating on the amount of damage. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.